Manufacturer narrative:
Analysis of the trial lead, model # 3057-6sc, found the lead body to be severely stretched. The body was also perforated by the stylet wire. The lead was electrically ok.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that it was not possible to remove the stylet from the trial lead. The lead was not implanted and a different lead was used. The patient status at the time of the event was alive and no injury. There were no patient symptoms or complications associated with the event. The procedure was completed without issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.